Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing threshold. The lv lead has been changing frequently during the past year and has been high as 4.5 volts and was causing the longevity to change. This lv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).